Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose beginning in (B)(6) 2010. The patient received a replacement infusion device. The patient used both devices during this time. On (B)(6) 2011 the patient again experienced elevated blood glucose of 15 mmol/l while using the initial infusion device. The patient believes the insulin delivery is inaccurate. No further information is available. The patient did not require medical assistance from a health care professional or other party to address the issue. The infusion device was replaced and requested to be returned for evaluation.